Event description:
The stent dislodged off of the stent delivery system (sds) prior to use on the pt. This is an out of the box failure. There was no reported pt injury. No additional information appears to be available despite multiple requests.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date.